Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to loose and flush drive support disk. No prime alarms were noted. Insulin pump had a cracked case at display window, battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the insulin pump stopped working when the customer changed the infusion set insertion site. The customer primed the device and it alarmed an error. The customer's blood glucose was 308 mg/dl, which was treated with manual injection. The drive support cap was sticking out. The customer's spouse had tried pushing the cap in but was unsuccessful. The discontinuation of the device was advised. Nothing further was reported.